Manufacturer narrative:
MDR 3003442380-2026-41165 / initial 1 of 1. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported three events by the patient that he had experienced high blood glucose due to kinked cannula on (B)(6) 2026 and (B)(6) 2026 and was treated by correction injection via mdi (multiple daily injection).